Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer observed a faulty cable on the small grasping retractor instrument. There was no reported injury.